Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary, written by edwards lifesciences vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16fr esheath is 6.0mm. In this case, the patient¿s access vessel mld was 7.2mm; however, the vessel was severely calcified and severe tortuous. It was reported that the physician attempted to withdraw the delivery system with crimped valve back through the esheath, at which time tearing of the sheath liner and vessel tearing was noted. Per the sapien xt training manual, the operator should ¿retract the thv and delivery system into the esheath ensuring the thv is completely inside the esheath¿, then ¿withdraw the delivery system and esheath as a single unit completely from the arteriotomy.¿ in this case the operator tried to pull the crimped valve back through the sheath. This in combination with severe vessel calcification and severe tortuosity likely contributed to the event. The vessel was subsequently repaired surgically. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
A tear of the femoral artery above the femoral head occurred during the transfemoral tavr procedure. The vessel was surgically repaired. Per report, while performing valve alignment the wire was dislodged from the ventricle. After multiple attempts to re-cross the valve the team felt that the delivery system/valve should be removed in order to re-cross the valve. There was a discussion regarding removal of device due to a small segment of the iliofemoral bifurcation at the level of the abdominal aorta. The team decided to extract the delivery system and crimped valve through the esheath. While performing this maneuver, the valve tore the seam of the esheath and caused a tear of the femoral artery above the femoral head. A second esheath was then advanced, tamponading the area. A second delivery system was prepped and delivered without any resistance. The valve was then deployed and the site was surgically repaired. The patient tolerated the procedure well and has since been discharged home. The patient had an access vessel minimum luminal diameter (mld) of 7.2mm. The vessel was severely calcified and severely tortuous.